Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the whipple procedure, specimen was being retrieved and the endocatch bag disconnected from the handle before any specimen was put in the bag. A new bag was opened. The stomach was being stapled and the handle cracked and would not continue to fire. A new load and handle was opened. Firing looked complete on the reload and surgeons said staples looked formed as well. No harm was caused to the patient. All devices are expected to be returned for evaluation.